Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On may 13, 2021, omsc received the document " comparison of the clinical usefulness of ed-580t and tjf-q290v in untreated papillary and biliary ercp". The purpose of the literature was to compare the inspection results of the ed-580t (fujifilm) and tjf-q290v (olympus). The endoscopic retrograde colangiopancreatography (ercp) was performed using a duodenoscope (olympus; tjf-q290v, jf-q260v or fujifilm: ed-580t). Among 879 cases of ercp in shizuoka prefectural general hospital during 18 months from february 2019, cases of biliary tract diseases treated with ed-580t & tjf-q290v were included. Previous est and cases of resected intestine other than b-1 reconstruction during bile duct stenting were excluded. Forty-seven patients in the ed-580t group and 179 patients in the tjf-q290v group were included in the study. Six of the patients with duodenal stricture in the tjf-q290v group were replaced with jf-q260v and the procedure was completed, and two patients underwent biliary drainage under eus. It was reported that in the tjf-q290v group, the complications included post-ercp pancreatitis in 15 cases (8.4%), hemorrhage in 6 cases, cholecystitis in 4 cases, cholangitis in 3 cases, biliary pain in 2 cases, and microgastric perforation in 1 case. No more information was reported about these complications. It was not found what severe and treatment of the perforation was, whether the perforation occurred during ercp or after ercp. Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, perforations might be serious injury, and a duodenoscope might be used when perforations occurred. This is the report regarding perforation.